Event description:
It was reported that (1) device was used during a thoracoscopy. It was reported by the rep that the surgeon used the ez45g instrument. When surgeon closed the closer handle around the tissue and then proceeded to close the firing handle, resistance was felt and the firing handle snapped off and broke. The staples were not fired and the device was removed. Another instrument was used to complete the case. There was no consequence to the pt.